Manufacturer narrative:
D4. Serial and primary UDI number corrected.

Manufacturer narrative:
Added e4 reporter also sent report to FDA was omitted during initial report. H6 investigation type code and h6 component code were updated accordingly based on the completed investigation. The cause of the fluid leak - side arm was not determined due to no product returned and insufficient clinical details.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 65 year old male with an impella 5.5 due to cardiomyopathy. During support, purge fluid was found leaking around the purge side arm on the 5.5. There were no obvious signs of cracks on device, but fluid was noted to be on the outside of the side arm. Purge flows and pressures remained adequate. No changes in motor current noted. Pump seeming to function without issue. The patient remained on support.

Manufacturer narrative:
D6b updated. The investigation is still ongoing.